Event description:
A surgeon reported that following bilateral toric intraocular lens (iol) implant procedures, the iols rotated off axis. For the eye of this report, the surgeon repositioned the lens two weeks later, but the lens rotated off axis a second time. In a follow up, the surgeon reported that the lens was repositioned a second time, and the event was then noted to be resolved. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).